Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Resubmission due to gateway error experienced on 05-apr-2024.

Event description:
It was reported the device exhibited a 'occlusion' alarm. The product fault occurred during infusion. The patient experienced infusion site pain, infusion site redness, infusion site bleeding, and vascular injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.